Event description:
It was reported that the customer's grandmother was about to take him to the emergency room. He was having high blood glucose levels. His blood glucose level was 289 mg/dl. The customer's grandmother stated she would call back later. The customer was given four insulin shots. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.